Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received two shocks due to dislodgement of this implanted right ventricle (rv) lead. It was determined the lead had dislodged into the atrium. High threshold measurements were reported and a lead integrity alert (lia) was triggered due to oversensing. The lead was explanted and replaced. During the attempted implant of the replacement rv lead, the r-waves were not acceptable. Upon repositioning the lead, the helix would not extend after several turns. The lead was removed from the patient and an attempt to extend the helix was performed on the sterile table. The helix would not extend when outside of the body and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.